Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 3/4 of and was confirmed. The cause was determined to be due to use error - the clamp was inadvertently left open by the user. It was determined by the technical service representative that the patient forgot to connect the final bag and the clamp was open. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. A labeling review was performed and the review found the labeling adequate. A trend review was conducted and similar reports have been received for the reported condition. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The patient contacted baxter's technical service center on (B)(6) 2011 regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 3 of 4. The patient was connected. The baxter technical service representative (tsr) determined the patient forgot to connect the final bag and the clamp was open. During a follow up call to the dialysis facility on (B)(6) 2011, baxter was advised the patient was currently hospitalized due to peritonitis. The patient had his catheter removed and would be on hemodialysis. During a follow up call on (B)(6) 2011, the facility nurse indicated: the patient was diagnosed with unspecified peritonitis on (B)(6) 2011. He was hospitalized on (B)(6) 2011 and remains hospitalized at this time. The patient was placed on unknown antibiotics. The nurse was unable to confirm what caused the peritonitis. The patient has gallbladder issues and the nurse indicated the peritonitis was possibly related to the gallbladder. Surgery is planned to remove the gallbladder. The nurse did not feel there was a causal link between the baxter solutions and devices and the event of peritonitis. The patient practices good aseptic technique. The patient outcome is considered to be recovering.